Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the cartridge chemistry (cc) sample valve of the unicel dxc 800 pro synchron clinical system was leaking through a vent hole. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bci cts (customer technical support) explained to customer how to replace the 3 way valve or remove it and clean if no spare available to replace it. The customer called back to say that there was still a drop once in a while. A field service engineer (fse) was dispatched on-site and performed service on the instrument. Fse replaced the cc 3-way valve and primed the instrument. No further leaking was observed. Repair was verified per established procedures.